Manufacturer narrative:
Conclusion: review of the angiographic films confirmed that the valve was properly loaded. There were no cines that showed the valve being deployed. The position of the valve was noted as being high and out of the preferred implant position. It was reported that initial depth was difficult to assess due to patient movement. Potential factors that can influence a dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. This device is designed to recapture and retrieve the valve in the cases of unsuccessful deployment. Because the physician did not try to reposition the valve, it is possible the valve dislodged due to patient movement and being deployed quickly. It was reported that the patient had a horizontal aorta and a large sinus of valsalva (sov). The IFU states in the access route consideration section: that implantation of the evolutr valve is not recommended in patients with aortic root angulation (the angle between the plane of the aortic valve annulus and the horizontal plane / vertebrae) of >30degrees for right subclavian / axillary access or >70 degrees for femoral and left subclavian / axillary access. Of note, the original event description reported that the second valve showed severe aortic regurgitation, however, the reviewed cines showed pvl and not aortic regurgitation. (B)(4).

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A separate report was filed for the first valve (2025587-2016-00195). (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed quickly, due to the patient being agitated and hemodynamic instability. It was reported that initial depth was difficult to assess due to patient movement. This valve dislodged higher than the first valve resulting in moderate to severe aortic regurgitation. Anesthesia was notified; the patient was ventilated, sedated and given vasoactive medications. A third transcatheter bioprosthetic valve was implanted, valve-in-valve. A balloon aortic valvuloplasty (bav) was performed and an echocardiogram indicated mild aortic regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.